Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the basal settings were input into the pump incorrectly and blood glucose (bg) was lowering. However, the exact bg value was not provided. Bg was addressed with carbohydrates. Reportedly, the contact corrected the settings.